Event description:
Admitted to center post mammary augmentation with question of partial deflation of right breast implant. Now having explorative removal & replacement of bilateral breast implants. Implant taken by surgeon to be returned to MFR by their office.